Event description:
The customer stated that he tested his blood glucose using his contour meter and a one touch meter. The contour meter read 100 mg/dl, while the one touch read 59 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.